Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with differences between sensor glucose and blood glucose levels. The customer reported blood glucose value of 38 mg/dl. The customer was treated with carbs. The event involved products mmt-1884, mmt-7040a, mmt-397a and mmt-332a. Troubleshooting was partially performed for low blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer has not used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 38 mg/dl and sensor glucose value was 237 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 199 mg/dl and it was beyond 30% limit. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. The pump passed the displacement accuracy test at 0.0875 inches. Test sc1-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump delivered no bolus deliveries on the event date of 21-apr-2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Unable to verify customer¿s complaint for low bg¿s. No device problem was noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.